Event description:
During follow-up, the non-pacemaker dependent patient reported episodes of dizziness during exercise due to a loss of capture. Abbott technical support was contacted and the device was reprogrammed to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported complaint of not able to pace at a rate greater than 140 bpm for this device is confirmed based the rhythm strip. The issue was a result of the pacing rate exceeding the runaway protection (rap) mechanism that puts a limit on pacing rate. Atrial pacing output with a rate shorter than the limit will be inhibited. The cause of the rap rate limit being at above 130 bpm but below 140 bpm can not be determined with the data provided.